Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s reservoir lip ring had damage and railing was broken. Customer's blood glucose value was 200 mg/dl. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with detached belt clip plate weld. (B)(4).